Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain one of treatment. Upon removing the tubing set, solution was found inside the cycler. Patient did not receive and prophylactic antibiotics and has had no adverse effects. Sample is available.